Manufacturer narrative:
Complaint conclusion: as reported, the technician believes he did not inflate the balloon, leading to the deployment of the sealant on a 6f/7f mynx grip vascular closure device (vcd) directly into the artery. Post-procedure, in the holding area, the patient exhibited a diminished pulse and was returned to the catheterization lab. The closure of the groin was not performed by the physician but attempted by the technician. The physician's subsequent attempts to remedy the situation with the femoral artery including ballooning the femoral artery and attempting aspiration with a non-cordis device were unsuccessful. A surgeon was called to remove the sealant surgically. The mynxgrip vascular closure device (vcd) was utilized in a diagnostic procedure with a retrograde approach. The deployer's training status with the mynx device was unknown. A 6f sheath was used. The femoral artery's suitability was confirmed via angiography with no vessel tortuosity. There were no multiple sheath exchanges, there was no use of a procedural sheath greater than 7f, and the vessel was not less than 5mm in diameter. The intravascular deployment of the plug was confirmed through an angiogram and aspiration. The patient underwent surgery for endarterectomy to treat the occlusion and was reported to have had a successful outcome. The device will not be returned for evaluation. The reported event of ¿sealant-sealant misdeployment (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the intravascular deployment could not be conclusively determined. A vascular occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynxgrip instructions for use (IFU) as such. An occlusion in the vessel can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, procedural/handling factors (user error as the technician believes he did not inflate the balloon) most likely contributed to the intravascular deployment and subsequent vascular occlusion as the balloon is needed for proper placement prior to deployment of the sealant. According to the instructions for use (IFU), which is not intended as a mitigation, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, it should be noted that if the balloon is improperly during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the technician believes he did not inflate the balloon, leading to the deployment of the sealant on a 6/7f mynxgrip vascular closure device (vcd) directly into the artery. Post-procedure, in the holding area, the patient exhibited a diminished pulse and was returned to the catheterization lab. The closure of the groin was not performed by the physician but attempted by the technician. The physician's subsequent attempts to remedy the situation with the femoral artery including ballooning the femoral artery and attempting aspiration with a non-cordis device were unsuccessful. A surgeon was called to remove the sealant surgically. The mynx vascular closure device (vcd) was utilized in a diagnostic procedure with a retrograde approach. The deployer's training status with the mynx device was unknown. A 6f sheath was used. The femoral artery's suitability was confirmed via angiography with no vessel tortuosity. There were no multiple sheath exchanges, no use of a procedural sheath greater than 7f, and the vessel was not less than 5mm. The intravascular deployment of the plug was confirmed through an angiogram and aspiration. The patient underwent surgery for endarterectomy to treat the occlusion and was reported to have had a successful outcome. The device will not be returned for evaluation.